Manufacturer narrative:
After micro-tech received this incident, we reviewed the manufacturing documents from the device history record and found no abnormalities that would contribute to this issue. We are trying to get more information for investigation. We will fill a follow-up report when this incident investigation is done.

Event description:
It was reported by the hospital staff that the product was unable to expel from cath.